Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 69-year-old female of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during percutaneous coronary intervention (pci), the patient received a shock for ventricular fibrillation and woke up and tried to sit up. Later during the procedure, it was discovered the patient had pericardial effusion. A pericardiocentesis was performed and after two liters were pulled off, there were concerns for continued bleeding source. A right coronary artery angiogram was done to rule out coronary perforation. An echocardiogram was performed with definity injection and found to have contrast in the left ventricle (lv) and pericardium. Lv perforation of the apical aspect of the lv was confirmed in the operating room and repaired with a suture. The patient then was stable.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. No product was returned for evaluation. Clinical details noted that patient was given a shock for vf arrest and patient awoke and moved violently and tried to sit up while on impella support. A pericardial effusion was later noted and echo was performed and found a lv perforation which was repaired in the or. Data logs do not show any positioning issues with the pump. The root cause of the ventricle perforation is most likely due to patient movement as the patient moved violently and attempted to sit up with impella cp implanted after being shocked. The instructions for use referenced in the initial report for the impella cp with smartassist for use during cardiogenic shock and high risk pci in section: potential adverse events (united states) now includes statement "cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.